Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous superficial femoral artery that is 100% stenosed. The lesion was prepared with an unspecified balloon at rated burst pressure for four minutes. The 4.5x100mm supera self-expanding stent was advanced and attempted to be deployed; however, when attempting to remove the delivery catheter under fluoroscopy, the stent did not release from the release hook. The entire system was attempted to be removed, but became stuck in the common femoral artery (cfa) area with resistance noted with the sheath. After multiple attempts to remove the device, a cut down was performed and a non-abbott covered stent was placed. Patient is noted to be doing well; however, a clinically significant delay was noted in the procedure and the patient required a longer hospital stay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove and the reported activation/deployment failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified, moderately tortuous and 100% stenosed anatomy resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system thus resulting in reported activation failure/ deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. Interaction/manipulation of the compromised device likely resulted in the reported difficult to remove and the reported entrapment as the entire system became stuck in the common femoral artery (cfa) area with resistance with the sheath. Manipulation of the device likely resulted in the noted broken stent strut. The treatment(s) appears to be related to the operational context of the procedure as reportedly a cut down was performed and a non-abbott covered stent was placed. Additionally, a clinically significant delay was noted in the procedure and the patient required a longer hospital stay. There is no indication of a product quality issue with respect to manufacture, design or labeling.